Manufacturer narrative:
(B)(6). Medfusion pump was received with the top case cracked by the front left bottom corner and no visible contamination. The event history log (ehl) was reviewed and a primary audible alarm background test was found. The pump was powered up, infusion and occlusion tests were performed. The reported watchdog failure was unable to be duplicated. An error was found in the ehl. The interconnect flex cable was connected to the main board and the glue was intact on j9 connector. The cause of the issue was unknown. According to trouble shooting chart in the service manual, the background self-test sensed no current flowing in the primary speaker. The speaker and interconnect board were changed as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had a watch dog failure (interconnect board). There was no patient involvement.